Event description:
Reporter indicated via scientific article "are psychotic symptoms related to vagus nerve stimulation in epilepsy patients," a vns "pt underwent a small surgical intervention with repair of a skin defect, due to local infection of a stitch on the level of the neck incision. There was full recovery." However, the article states the pt eventually had both the lead and generator explanted due to chronic inflammatory reaction at the neck incision site. Good faith attempts to obtain additional info were unsuccessful, as the authors requested not to be contacted to provide additional info.

Manufacturer narrative:
De herdt v, boon p, vonck k, et al. "Are psychotic symptoms related to vagus nerve stimulation in epilepsy patients" acta neurol belg 2003; 103(3): 170-5. See scanned pages.